Event description:
It was reported that there was decreased longevity due to high left ventricular (lv) threshold/outputs. The device was explanted and replaced. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: (B)(4) bi-ventricular defibrillator 2011 (B)(6); 6947-65 implantable tachy lead 2007 (B)(6); 5076-52 implantable pacing lead 20 07 (B)(6). (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.